Event description:
It was reported that a blood administration set with clearlink had an air bubble in the line. This occurred during infusion of 1.5l 5% intravenous dextrose with 40mmol 7.45% potassium chloride. The reporter stated that the total volume of the solution in the infusion bag was 540ml, and the infusion was set to complete in 8 hours. The device was being used with a colleague infusion pump. It was reported that the size of the bubble was between 1 and 1.5 cm, and the bubble was detected by the patient before it went into the peripherally inserted central catheter line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection was performed with no issues noted. A gravity test was then performed, and the solution correctly flowed through the tubing with no air bubbles detected. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.